Event description:
Boston scientific received information that during the implant of the right atrial (ra) lead, the connector tool was turned one turn per second. The physician elected to reposition the lead, however, the helix did not retract after 8 to 12 turns. This lead was removed and returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the helix was fully extended when returned. Analysis found that the cathode coil (inner coil) was fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix.